Event description:
Bio-rad technical support was contacted by the (B)(6) clinic on (B)(6) 2018 to report an issue with results not transmitting to the laboratory information system (lis). While investigating the data transmission issue the technical support engineer (tse) noticed that there were multiple result files for the same plate in the customer's database. The tse requested a copy of the customer's database for review to investigate the possibility of duplicate results being exported. The evolis is a 4 plate fully integrated microplate processing system designed for use with multiple eia assays. The timeliner data management software or timeliner is a suite of applications that is used to manage and transfer repeat test results from the evolis to the customer's lis. The timeliner data management software automates the creation of repeat testing worklists and the results export process. These applications are automatically initialized when the system is turned on, and operate in the background to process data to and from the evolis. The lis is a software system or database that records, manages, and stores data for clinical laboratories, and is maintained/operated by the customer. The lis is not part of the evolis microplate processor system. The customer's database was reviewed by bio-rad product support, which found that several plates were processed by the database several times, and an (B)(6) sample ((B)(6)) was exported as (B)(6) when it should have been exported as (B)(6). The initial result for sample (B)(6) was (B)(6) with an od of (B)(6), and was exported to the database twice within 9 seconds of each other. The sample was then run in duplicate as per the IFU on the next (B)(6) plate. The ods for the sample were (B)(6), which are (B)(6). However, because the algorithm uses the first three results from the sample to make a determination this sample was exported as (B)(6). The duplicate plated detector, which is part of the evolis software, is designed to prevent the same result from being exported more than once, but in this situation it was not effective as the result was exported twice in nine seconds. Since the duplicate plate detector did not function as it was designed to, this is an instrument malfunction, and an MDR will be filled for this case. In a previous investigation for a similar issue bio-rad product support found there are two possible scenarios where these user induced circumstances can occur. The previous incident was reported on MDR 3022521-2018-00007. Scenario 1: the customer must close one of the timeliner applications that are programmed to automatically start when the user logs into windows such as morpheus scheduler, morpheus port monitor or the timeliner software, and then attempt to export results from the same plate more than once in the evolis software, or scenario 2: the customer would have to attempt to manually export the results from the same plate multiple times before the duplicate plate detector script is executed. The script is set to execute every sixty seconds, and continues to do so unless the morpheus scheduler application is closed. So to export the sample plate multiple times the user would have to select export on the results report, reopen the report and select export again within the sixty seconds in order to export the results more than once. Although these circumstances are possible they are unlikely to occur under normal operating conditions, there is a risk that the same result will be recorded more than once in the timeliner database and false positive results may be exported to the lis. However, with the issue described in the two scenarios, there is no risk of a false negative result. In the reported case it was not possible to determine which of these scenarios occurred. Bio-rad laboratories initiated a recall (3022521-01-23-19-001c) by sending a customer notification to all evolis customers on 1/10/2019 outlining the issue, and providing instructions on how to reduce the risk these user induced circumstances. Bio-rad is in the process of validating a software solution that will prevent this issue from occurring. More information will be provided about the software solution in a follow-up report once the software solution has been validated.